Event description:
Customer reports a pt control module attached to a 5ml/hr infusor containing a total volume of 25ml of morphine 2mg/ml infused over 2 hours instead of an anticipated 5 hours. Per customer, the watch appeared "tampered with." Customer states the pt, "was a little drowsy but was definitely ok and no medical intervention was taken."